Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was unknown. The drive support cap was reported correct. The device was not dropped or bumped. Customer was advised to revert to back up plan and the device need to be replaced. The device is not returning for analysis.